Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker was dislodged while releasing it. The device was successfully retrieved and the physician elected to not re-implant a new leadless pacemaker. A transvenous pacemaker was implanted next day. The patient condition was stable.